Event description:
It was reported that the leads migrated which was confirmed imaging. Patient also was experiencing inadequate pain relief. The patient underwent lead explant procedure. Patient has fully recovered postoperatively. The explanted device was disposed by facility.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model number/catalog number: sc-2218-50. Serial number:(B)(6) batch/lot number: 14500983. Model/catalog description: linear st lead kit 50 cm. Unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-1110-02. Serial number: (B)(6) batch/lot number: 212428. Model/catalog description: precision ipg kit. Unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-4316. Batch/lot number: 14312621. Model/catalog description: clik anchor. Unique identifier (UDI) #: (B)(4).